Event description:
The customer contact reported the patient received less medication than intended. At 0900, line b was programmed to deliver cefazolin 1gm/100ml, with a vtbi (volume to be infused) of 100ml, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, it was reported the nurse noted the device displayed the delivery was complete; however, there was 20ml remaining in the cefazolin container instead of the expected 20ml, and the delivery was restarted. After the delivery was complete, the device was removed from clinical service. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the last programming of the device history indicates that at 0400, line b was programmed to deliver in the piggyback mode, at a rate of 200ml/hr, with vtbi (volume to be infused) of 100ml, for a duration of 30 minutes, and the delivery was started. Between 0417 and 0418, the device alarmed for n230 (proxair, backprime), the alarm was silenced, and the device was turned off and on. At 0420, the device alarmed for n102 (infuser idle 2 minutes). At 0421, the alarm was silenced and the delivery was restarted. At 046, the delivery on line b was stopped with a volume infused (vi) of 75.2ml. At 0427, the delivery in line b was started and stopped. At 0429, the device alarmed n102, and the alarm was silenced. At 0430, the delivery on line b was completed. At 0456, line b was reprogrammed with a vtbi of 10ml, for a duration of 3 minutes, and the delivery was started. At 0459, the delivery was complete. This report represent all the information known by the reporter upon query by hospira personnel. (B)(4).